Manufacturer narrative:
The customer did not return the suspected device for evaluation. The contour next control solution (lot # 0bv2g57) associated with the event expired in oct-2021. Therefore, an in-house testing was performed using the contour next one meter, contour next test strips from lot # 0kpef02b and contour next control solution from lot # 2bv2g89, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 217 mg/dl at 8:41 a.m. With the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During troubleshooting, three additional control tests were run which were properly marked. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.